Event description:
It was reported that the patient presented for a generator changeout procedure. The patient's right ventricular (rv) lead was found to be inappropriately capturing, contributing to the development of cardiomyopathy. The rv lead was subsequently explanted and successfully replaced. The patient remained stable.

Manufacturer narrative:
The reported event of inappropriate capture was confirmed by analysis. As received, a complete was returned in one piece for analysis. Final analysis found an internal short and insulation abrasions consistent with external forces. The cause of the reported event was isolated to the exposure of the inner coil in the abrasion zone.